Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery status of middle of life 2 (mol2). The device was not taken out of the box.